Event description:
Pt reported experienced periodic high blood glucose (400 mg/dl -500 mg/dl) since august 2004. They self-treated by bolusing or delivering insulin via injection. Pt also stated that the device makes an unusual rattling noise. No error messages were generated by the device.